Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(6).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 395 mg/dl. The customer was experiencing the following symptoms nausea, vomiting, breathing, dizziness, headache. Customer was treated with IV insulin. Customer was admitted to the hospital. The cause of hospitalization as per healthcare provider is diabetic ketoacidosis. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clam received to per high pressure test to confirm pump can detect an occlusion.